Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws of the vasoview hemopro tissue welder came off after being inserted through the device. The tip of the piece came off, outside the pt so nothing needed to be retrieved. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).